Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and suture was used. During a hernia repair the surgeon was suturing and whilst putting a suture through the tissue the needle snapped near the end. The needle fell into the patients cavity and there was still some metal on the suture. Needle was retrieved immediately. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H 6. Investigation findings: c22 ¿ photo evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? There were no patient consequences. Was more than half the needle retained in the patient? There was no needle retained in the patient. Only the suture came off the needle while pushing through subcutaneous tissue. Were x-rays taken to locate the needle piece(s)? No x ray needed as whole needle was intact. Only disconnection of thread. What measures were taken to retrieve the broken piece? Needle was easily retrievable as it was easily visible. Was there any additional tissue damage as a result of searching for the needle piece? No tissue damage due to needle retreival. Photo investigation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: "the photos show a paper lid labeled vcp320 product code, lot number xgbcxtz0, with an expiration date of 2028-31-05. A second image shows a needle broken into two pieces, with one piece still attached to the suture. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with an undispensed needle- suture combination was received for analysis. Product code vcp320h. During visual inspection of the returned sample, the swage and attachment areas were noted to be as expected, and no needle pull off was noted. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 investigation summary: the product was returned to ethicon for evaluation. Three representative unopened samples were received for analysis. Product code vcp320h. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: our failure analysis lab received five wrong product with reference to this complaint, it was received: product code: (5) vcp320h. Product lot/batch: (4) xgbddmz0; (1) xdbckwz0. Tracking# : 397484588419 (gateshead gb). Received at cg labs on 1/12/2026. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Am I correct that the sutures the hospital have given me are the correct sutures (code and type) but all from differing batches to the batch featured in the hospitals photo of the 'offending suture'? If that is the case - I assume they have given these in error. These were the only sutures they had remaining so I fear we will be unable to investigate any further. I hadn't checked the batch codes so there is a learning for me there. Email attached with picture.